Event description:
It was reported via facility medwatch# mw5108974 that tip detachment occurred. The target lesion was located in the tibial artery. A 300cm, 8cm v-18 control wire was inserted into the target lesion. However, during the procedure, the distal portion of the wire broke inside the patient's body and was not retrieved. Further information has been requested but has not been provided at this time.

Event description:
It was reported via facility medwatch# mw5108974 that tip detachment occurred. The target lesion was located in the tibial artery. A 300cm, 8cm v-18 control wire was inserted into the target lesion. However, during the procedure, the distal portion of the wire broke inside the patient's body and was not retrieved. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
A2 age at time of event: updated to 78. A2 unit of measure-age: updated to years. A3 sex: updated to male. A4 weight: updated to 50. A4 unit of measure - weight: updated to kg. A5 ethnicity: updated to not hispanic/latino. A6 race: asian.